Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device demonstrated constant beeping and would not turn on. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the lcd (liquid crystal display) lens is scratched, missing downstream sensor (dso) seal and cracked battery door. No physical damage to battery compartment and housings. Functional testing found the reported problem was duplicated. Using batteries and an ac adapter power cord, the device does sound an alarm but does not power on. Recommend replacing the mpu (micro processor unit) board. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received on 09-aug-2022 via email and attached in complaint object: it is not known that this product had any issues involving a patient. Please let me know if you need anything else regarding this. The pump arrived at our facility for testing. When I first turned it on, I noticed it didn't make the 6 beeps it should on start up. It is unknown how long the speaker wasn't working prior to me turning it on for testing purposes. Event problem and evaluation codes: updates not required. Device evaluation: no product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., correction: model number: 2120.